Manufacturer narrative:
Results: the cat6 was ovalized approximately 128.0 thru 136.0 cm from the hub. Conclusions: evaluation of the first and second returned cat6 revealed ovalizations on the distal shafts. If the peel-able sheath (provided by penumbra) is not used during insertion and the device is forcefully advanced against resistance, damage such as an ovalization may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01691.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01691.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician experienced resistance while advancing the cat6 through a 6fr non-penumbra sheath and subsequently, the distal tip of the cat6 collapsed and, therefore, it was removed. The physician then attempted to advance a new cat6 through the same sheath, but experienced the same issue and, therefore, the cat6 was removed. The procedure was completed using an indigo system cat5 aspiration catheter (cat5) and the same sheath. There was no report of an adverse effect to the patient.